Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy and stated it ¿seemed to work ok on tuesday¿ when they first turned it on and increased it, but on the day of the report they started to have to go every 2 hours, they were feeling stimulation in a different place than they used to with their previous implant, and it was not working as good. Syncing with the programmer showed that stimulation was on at ¿3 point something¿ on program 3. The patient reported that the did feel stimulation at the time of the call and did not want to increase, but wanted to move to a different program. The patient was redirected to their healthcare provider to determine which program to change to. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) also applies to the event. The event date was updated with the new information received to the date of the implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported since implanted, the therapy had not been helping with the patient¿s symptoms. The patient stated they were not getting any results from the device. The patient reported that they were still going and that the night prior to the call they were up every single hour. The patient stated when they called the last time they were told how to get a check mark on a program and at the that time everything was on zero. The patient then stated after they called the last time they called their health care physician (hcp) and instead of the nurse calling them back, the manufacturing representative called them back and made an appointment with the patient at the hcp office for (B)(6). On the 16th, the representative reprogrammed their 4 programs. The patient stated they had tried all of them and none of them are working. The patient noted they had been on program 4 since (B)(6). The patient stated they were on program 4 at 4.4v on (B)(6) and that it was wonderful. They noted they went to bed at 12:30 am and did not get up until 5:15 am and then not again until 9:30 am. The representative told the patient they thought program 3 would work better for them however the patient tried it and it did not so they went back to program 4. While on the call, patient services asked if the programmer showed if the ins was on and the patient did not have it with them but that they were sure it showed on. The patient was scheduled to see the hcp on (B)(6) 2017. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient changed to program 2 on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they saw a manufacturer representative (rep) for reprogramming on (B)(6) 2017. Patient stated the rep had given them all new programs. Patient stated that they did not get good results with 3 of the 4 programs since then. They also reported they were on the last program (program 3) and the patient stated it was working better than any have since implant. Patient wanted to contact the rep to get additional programming. Patient reported they had more accidents and had wet their pants 2x in one day since implant. Patient was redirected to their healthcare provider to schedule a programming appointment.